Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 185 mg/dl. Customer checked the alarm history and found has 2 unexpected restart and a external ram crc error alarm. The customer stated the unexpected restart alarm is recurring during normal pump use. The customer was advised that the pump will need to be replaced. The customer was advised to monitor pump and customer may continue to wear the pump until replacement arrives. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 185 mg/dl. Customer stated the act button is getting harder and harder to push. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.